Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issues due to which the patient experienced diabetic ketoacidosis and high blood glucose level reported to be 268 mg/dl, at the time of event. The patient tried to treat it with a bolus and basal rate was changed to 1.2 units. The patient arrived at the emergency room with blood glucose level at 800 mg/dl and stayed there for one day. The patient's level of ketones was assesed as dangerous/life threatening by a healthcare professional. Subsequently, the patient left the emergency room with blood glucose level at 800 mg/dl and was hospitalized. The patient was still in diabetic ketoacidosis and was unconscious. The patient received saline and insulin drip as corrective treatment, which resolved the issue. The infusion set had been in use for one day. There was no permanent damage to the patient and the patient did not notice any damage when the package was first opened. The patient had been in the hospital for five days and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.